Event description:
Customer reported: during pre-test prior to use on a pt at the hospital, a doctor experienced difficulty injecting air into the cuff. Also recognized difficulty in deflating the cuff. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.